Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident and feel okay to trouble shoot. Customer has not been using insulin pump system within 48 hours of reported high blood glucose. It was also reported that the insulin pump was not notifying low reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected audio/vibrate alarm anomalies noted.